Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre 2 sensor. A customer obtained higher sensor scans in comparison to readings obtained on a competitor brand device. The customer experienced symptoms of dizziness, cold sweats, and was taken to the emergency room. A glucose reading of 41 mg/dl was obtained on a healthcare meter in comparison to sensor scan of 211 mg/dl and customer was treated with oral glucose. The results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.